Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also no ted:guidewire was passed through the coil lumen without obstruction (back loading).

Event description:
It was reported that at the procedure the physician was unable to feed the guidewire into the lead due to a possible fracture. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.